Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.¿

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2026, the cgm displayed a reading of 168 mg/dl, but the patient experienced symptoms consistent with hyperglycemic. She reported feeling unwell and experienced nausea, diarrhea, and general malaise. The patient checked her ketones and reported they were at the maximum level. No fingerstick blood glucose (fsbg) measurement was obtained prior to hospital arrival. The patient was unable to recall details regarding transportation to the hospital, and the cgm reading at the time of arrival was unknown. Upon arrival at the hospital on (B)(6)2026, a fingerstick blood glucose (fsbg) reading measured 368 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and was admitted to inpatient hospitalization and received intravenous (IV) drip and IV fluids. The patient reported feeling unwell throughout the hospitalization and stated that her recollection of events remains unclear due to her medical condition during the episode. She was unable to provide further details regarding events leading up to or during the hospitalization when she was discharged on (B)(6)2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.